Manufacturer narrative:
Investigation summary: one (1) sample was returned from the customer for investigation. However, as the returned sample was contaminated with blood and an unknown medication they were not able to be fully examined due to the risk of potential contamination and potential exposure of personnel to the blood and unknown medication. Bd was able to determine that the needle hub has had the needle broken off however, what caused the needle to break could not be determined. Based on the investigation conclusion, the condition reported by the customer could be confirmed; however, this symptom could not be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known.

Event description:
Material no.: 303366 batch no.: unknown it was reported that during use of the bd interlink syringe cannula the syringe cannula broke off. The tip of the cannula was in the port. The following information was provided by the initial reporter: as nurse administering medication via top port, the syringe cannula broke off, leaving the tip in the port.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 303366, batch no.: unknown. It was reported that during use of the bd interlink syringe cannula the syringe cannula broke off. The tip of the cannula was in the port. The following information was provided by the initial reporter: as nurse administering medication via top port, the syringe cannula broke off, leaving the tip in the port.